Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. During testing, the load step dispensed approximately 30 units of fluid prior to detecting the cartridge.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Recall # - 2531779-03/24/2010-003-r. (B)(6).

Event description:
It was reported that the pump does not recognize the filled cartridge. There is no additional information available at this time.